Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Seven additional mr290 vented autofeed humidification chambers were returned for investigation. Therefore, our investigation is based on the information provided by the hospital, our knowledge of the product and our investigation of the returned mr290 chambers. The hospital reported that the water feedset tube of the complaint mr290 vented autofeed humidification chamber was leaking at the chamber dome connection after several hours of use. The hospital further reported that the water feedset tube had "cracked around the joint". Three of the seven returned mr290 chambers were visually inspected and connected to a water bag. No fault was found with the mr290 chambers. The remaining four chambers were returned sealed in rt200 breathing circuit kits. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any product fails this test, the whole batch is placed on hold for investigation. The hospital reported that the complaint chamber was in use when the damage was observed, which indicates that the water feedset became damaged during use. No patient consequence was reported. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported that the water feedset of an mr290 autofeed humidification chamber started to leak at the chamber dome connection. The mr290 had been in use for several hours. No patient consequence was reported.